Event description:
When a physician used the subject device for open bariatric surgery, ultrasonic frequency error occurred upon activating output of the subject device during grasping a surgical stapler line. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation (omsc) for eval. The eval confirmed that the probe broke down at 17 mm from the distal end. And there was a spark mark at the broken point. As the result of eval, we have concluded that the probe presumably was detached because the physician activated ultrasound output while the probe was grasping a surgical stapler line, and then a spark occurred and an ultrasonic frequency error occurred.